Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not responding) has been confirmed. As received, both response button covers were torn. Upon evaluation, the front response button switch was damaged. The switch likely became damaged when the cover was torn, allowing the switch to become vulnerable to the surrounding environment. The root cause for the torn cover cannot be positively identified but likely a result of physical abuse. No adverse event resulted from the defective switch. The pt received a replacement monitor.

Event description:
A (B)(6) female pt's sister contacted zoll customer support to report that the response buttons on the monitor were not responding. The pt was issued a replacement monitor.